Manufacturer narrative:
A product evaluation investigation was performed: the returned device shows light use during its 3+ year lifespan. The device has numerous scratches, dents, and roll marks on the shaft and knob that are consistent with hammer strikes and use. The knob was received attached to the shaft. A portion of the threaded tip was broken off and was not returned. This complaint condition is confirmed, and the most probable root cause of this complaint is excessive hammering during use over time. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Drawings for the device were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. Initially reported that device was 'not returned to manufactured' in error. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade coupling screw was found to be broken at the tip. The tip was reportedly missing. The reported issue was discovered prior to any procedure, therefore, there was no patient or surgical involvement. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.